Manufacturer narrative:
(B)(4). The device history review for the product 2.9mm percutaneous introducer needle, lot #73f1600180 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The needle became dislodged when removing the entire device from the patient; the needle tip remained in the patient's fascia. The surgeon removed the needle tip and proceeded with the surgery. There was no patient injury or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit pcvint3 2.9mm percutaneous introducer needle for investigation. The returned introducer needle was visually examined with and without magnification. Visual examination of the needle revealed that the proximal end of the needle where the shaft would be inserted is bent. One of the prongs is bent away from the body of the needle indicating that the product was likely overstressed during use. Reference files (B)(4) for investigation photos. The IFU for this product l06749 was reviewed as a part of this complaint investigation. The IFU states, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." A corrective action is not required at this time as the observed damage and the time of discovery indicates that the product was damaged as a result of operational context. The reported complaint that the needle became dislodged during use was confirmed based upon the sample received. The returned needle had damaged other remarks: prongs at the attachment site indicating that the product was overstressed during use. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
The needle became dislodged when removing the entire device from the patient; the needle tip remained in the patient's fascia. The surgeon removed the needle tip and proceeded with the surgery. There was no patient injury or consequence. The patient's condition is reported as fine.